Manufacturer narrative:
Pump passed displacement test and self test. Pump received with corroded battery tube, cracked case near display window corners and cracked on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had problem with moisture present in insulin pump. The customer¿s blood glucose level was 318mg/dl at the time of the incident. Customer stated that the pump was not working. Troubleshooting was performed for moisture present in insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.